Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was a case of an attempted implant due to a tissue in helix. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to a tissue in the helix. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported. This rv lead was returned.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned intact and not severed when thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A stylet was present within the lead upon inspection. Examination of the helix revealed that it was extended and stretched approximately 9 millimeters (mm) from the helix housing, indicating significant deformation. The presence of dried body fluid within the helix housing was observed; this is considered a normal finding for active fixation leads. Functional testing was performed, including electrical continuity and stylet insertion tests, both of which passed, confirming that the conductors remained intact and the lumen was unobstructed. However, the helix mechanism test failed due to deformation and overstretching of the helix, rendering the fixation mechanism non-functional. This supplemental correction report was created to capture the additional information received which indicates that the lead was a case of an attempted implant due to a tissue in helix. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to a tissue in the helix. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported. This rv lead was returned.